Manufacturer narrative:
(B)(4). One (1) viper2 x25 set screw inserter (product code: 2867-35-400, lot number: x0609) was returned to the customer quality unit (cqu) on february 22nd, 2017. The inserter was broken at its distal tip. The portion of the tip that had broken off was also returned for analysis. The inserter and tip were subsequently submitted for fracture analysis. Optical imaging of the driver tip revealed the tip exhibits rough surface characteristics that extend across the entire surface suggesting the driver tip underwent a static overload failure. No material defects of other abnormalities were observed in this analysis. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the inserter tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause are static overload failure due to unexpectedly high forces placed on the tip of the inserter. As there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product was used in surgery for the trauma, covering t11-l3, on (B)(6), 2017. When the surgeon was using the set screw driver, the tip of the reported set screw inserter viper2 x25 set screw inserter ((B)(4)) broke. He completed the surgery without a delay. There was no adverse consequence to the patient.